Event description:
It was reported that the device was used during a laparoscopic colectomy. It was reported by the rep that the 1st stapler (tsw35) was fired but would not open to reload after the surgeon fired it and handed it off. The 2nd stapler (tsb35) was fired on bowel and seemed fine at first; upon later inspection, it was discovered that the staple line dehissed and the bowel was open. The surgeon decided to suture to finish. A 3rd stapler was opened but not used. It was discarded after the case. There was no consequence to the pt.